Event description:
The customer's blood glucose was unknown. It was reported that the customer's keypad was unresponsive. The customer inserted a new battery, but the buttons were still unreponsive. The customer had to discontinue use of the insulin pump and revert to manual injections per healthcare provider's instructions until the replacement insulin pump arrived. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump passed displacement test. All the buttons functioned properly and no moisture damage on keypad traces noted. Keypad connector was fully locked. Device had cracked reservoir tube lip.